Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site characterized by pus, swelling, redness, an open wound, and blood-mixed discharge, which was confirmed as an infection by the hcp. According to the user, symptoms first appeared on (B)(6) 2025, and no other infections were reported. The user's hcp was aware of the event and prescribed triple antibiotic ointment and amoxicillin/clavulanate. Per dms, the user has not been using the system since (B)(6) 2025 and is awaiting full resolution of the infection before resuming use.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection at the sensor insertion site characterized by pus, swelling, redness, an open wound, and blood-mixed discharge, which was confirmed as an infection by the hcp. According to the user, symptoms first appeared on (B)(6) 2025, and no other infections were reported. The user's hcp was aware of the event and prescribed triple antibiotic ointment and amoxicillin/clavulanate. Per dms, the user has not been using the system since (B)(6) 2025 and is awaiting full resolution of the infection before resuming use.